Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient died three days after a femoral hero placement due to an uncontrolled retroperitoneal hematoma.

Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient died three days after a femoral hero placement due to an uncontrolled retroperitoneal hematoma. This MDR is being filed under hero 1001. The investigation focused on hero 1001 and 1002 as information is unavailable regarding which component may be involved.

Manufacturer narrative:
Correction: this section was corrected to accurately reflect the additional information requested from the surgeon. According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient died three days after a femoral hero placement due to an uncontrolled retroperitoneal hematoma. Additional information regarding the hero patient was requested on (B)(4) 2015 from the leading author of the publication. The specific information requested included the following: date of implant, date of death, cause of the retroperitoneal hematoma, pertinent patient comorbidities, lot numbers, and operative notes. The surgeon replied on (B)(4) 2015 stating, "I've been trying to find some of the data, however with the study being completed 3 years ago I haven't had any success. In addition, after data collection, the database was de-identified in standard fashion. With my involvement being so long ago, I'm afraid I can't recall any of the specifics that you're asking." A manufacturing record review could not be performed as lot numbers were unavailable. Death, hematoma, and bleeding are listed in the hero graft instructions for use (IFU) as potential intraoperative and postoperative complications. The IFU lists patient death as a potential postoperative complication with rates of 0-1.9% for patient's receiving a hero graft. It is unknown if the patient was on any blood modifiers or blood pressure medications and if they were compliant with dosing instructions. With the limited information available it is not possible to determine the relationship, if any, between the cause of death and the hero graft; the surgeon and publication authors were unable to provide additional clarifying information regarding the alleged events. The cause of the hematoma is unknown, however, perforation of the inferior vena cava by the hero venous outflow component is a possibility. The IFU for the hero device provide precautions when using the device for applications other that the upper extremity. It states "the hero graft was clinically studied utilizing the brachial artery. Arterial implantation of the device to other arteries has not been studied and may increase the risk of adverse events not encountered in the clinical trial." This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient died three days after a femoral hero placement due to an uncontrolled retroperitoneal hematoma. This MDR is being filed under hero 1001. The investigation focused on hero 1001 and 1002 as information is unavailable regarding which component may be involved.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the published paper "outcomes comparison of hero and lower extremity arteriovenous grafts in patients with long-standing renal failure," one hero patient died three days after a femoral hero placement due to an uncontrolled retroperitoneal hematoma. Additional information regarding the hero patient was requested on 04/15/2015 from the leading author of the publication. The specific information requested included the following: date of implant, date and specifics of the infections, cultures performed and results, source of infection, hero cannulation, lot numbers, and date of explant. The surgeon replied on 04/26/2015 stating, "I've been trying to find some of the data, however with the study being completed 3 years ago I haven't had any success. In addition, after data collection, the database was de-identified in standard fashion. With my involvement being so long ago, I'm afraid I can't recall any of the specifics that you're asking." A manufacturing record review could not be performed as lot numbers were unavailable. Death, hematoma, and bleeding are listed in the hero graft instructions for use (IFU) as potential intraoperative and postoperative complications. The IFU lists patient death as a potential postoperative complication with rates of 0-1.9% for patient's receiving a hero graft. It is unknown if the patient was on any blood modifiers or blood pressure medications and if they were compliant with dosing instructions. With the limited information available it is not possible to determine the relationship, if any, between the cause of death and the hero graft; the surgeon and publication authors were unable to provide additional clarifying information regarding the alleged events. The cause of the hematoma is unknown, however, perforation of the inferior vena cava by the hero venous outflow component is a possibility. The IFU for the hero device provide precautions when using the device for applications other that the upper extremity. It states "the hero graft was clinically studied utilizing the brachial artery. Arterial implantation of the device to other arteries has not been studied and may increase the risk of adverse events not encountered in the clinical trial."